Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer that the needle hub came detached from base during loading into serter. The customer stated that the sensor was not inserted successfully. The customer was advised that sensor would be replaced. The customer call back again to report second sensor from the same batch. The customer stated that transmitter didn't blink when connected to the sensor. The customer reported that there is blood at the site. The customer was advised that either sensor is not properly hydrated or the ipro is not ready for another study. The customer was asked to put transmitter back on the dock and reported a solid green light and white light on the dock. The customer was advised hta the sensor was not properly dehydrated.